Event description:
It was reported that the device was oversensing. The incidents were very few per day and did not meet the criteria to trigger a patient alert. It was noted that a competitor's lead is implanted. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed noise. There is a slightly elevated level of ventricular short interval counts (sic) observed in the record, 268 counts occurring since implant on (B)(4) 2010.